Event description:
Boston scientific received information that this device and right ventricular (rv) lead caused a red alert to be declared due to high shock impedances. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the high, out-of-range shocking impedance issue is still ongoing. It was reported that the patient had a high shocking impedance since implant at around 110 ohms. However, the measurements were considered stable and no lead issues were suspected. All other measurements were within normal range and no noise was recorded. No revision was planned at this time.